Manufacturer narrative:
The customer reported that the central nurse's station (cns) display was intermittently power cycling on its own. They requested the part number for a new display. The part number was provided to him. The biomedical engineer replaced the display, which resolved the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) display was intermittently power cycling on its own.